Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to inject the medical agent through the catheter during a flushing test. Therefore, a new kit was used instead.

Event description:
It was reported that the user was unable to inject the medical agent through the catheter during a flulshing test. Therefore, a new kit was used instead.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported they were unable to inject medication through the catheter. The customer returned one opened kit that contained one nrfit 10ml syringe, two nrfit flat filters, two nrfit snaplock assemblies, and one catheter. The returned components were visually examined with and without magnification. Visual examination of the returned flat filters and snaplock assemblies appear typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen within the inner coils of the catheter. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into a lab inventory snaplock adaptor until it bottomed out and the snaplock adaptor was closed. The components were confirmed to be secured by tugging gently. The snaplock adaptor was connected to the lab leak tester (B)(4) and the pressure was increased to 10 psi to establish flow. No flow could be established out of the distal tip of the catheter. An attempt was made to thread a lab inventory wire through the epidural catheter from the distal end. The wire threaded approximately 81cm (10171599) from the distal end of the returned catheter until an occlusion was found. An attempt was made to thread a lab inventory wire through the epidural catheter from the proximal end. The wire threaded approximately 7.8cm from the proximal end of the returned catheter until an occlusion was found. Microscopic examination where the catheter was blocked indicated biological material is present between the catheter's inner coils. The wire was able to push the occlusion on through the catheter. A flow test was once again performed with the returned catheter and a lab inventory snaplock adaptor. Flow was established coming from the distal tip. The flow rate was measured at 8.4ml/min (B)(4) which is within the specification of 1ml/min. A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of the catheter not being able to inject medication was confirmed during functional inspection of the returned sample. The returned epidural catheter was found to be completely occluded with biological material. Microscopic examination where the catheter was blocked indicated biological material is present between the catheter's inner coils at approximately 81cm from the distal end and 7.8cm from the proximal end. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.